Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device. Maquet service technician verified the problem and was unable to fix the unit. The unit was returned to the factory for repair. A supplemental medwatch will be submitted when additional info becomes available.

Event description:
It was reported that after the unit had been repaired by the factory, the customer filled the unit with water and several hours later, the unit alarmed with error codes 3008, 3016, 3032, 1008, 1016, and 1032 indicating an issue with the compressor. No pt involvement. Ref: (B)(4).